Event description:
It was reported that an unspecified sensor issue occurred. Approximately on (B)(6) 2023, the patient experienced poor patch adhesion leading to sensors not adhering to her body. The patient reportedly had 6 sensors come unadhered and was hospitalized 6 times in the last 6 months. There was no information about the event or medical intervention as the patient was not able to recall the event. Patient declined to provide the event and treatment. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(6). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 5 of 6 hospital events reported by the patient in the last 6 months.